Manufacturer narrative:
Patient age at time of event, weight, ethnicity and race were not provided for reporting. This report is for one (1) unspecified j&j band aid brand first aid gauze pads. Lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with unspecified j&j band aid brand first aid gauze pads. Consumer used the product to treat a tear on her skin from a dog scratch. Consumer used the gauze pad before she went to her health care professional. When she got to her health care professional, the product was full of blood and it was sticking to the wound. The health care professional said he thought he could save the skin by gluing it and putting steri strips on it. Healthcare professional put a gauze pad on it, and then used a wrap to hold it on and cushion the area.